Event description:
It was reported that approximately seven months after implantation of a vena cava filter during the scheduled filter retrieval, a filter arm that was embedded in the ivc wall detached from the filter. The filter was removed successfully with a recovery cone; however, the detached filter arm remains in the ivc wall. There was no reported pt injury .

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time. The file was documented with an approximate date of implant, but not reported. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number was not provided; therefore, the device history record could not be reviewed. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported filter limb detachment. It should be noted that a recovery cone was used for the filter retrieval and add'l force was used to retrieve the filter. The meridian filter was designed to be retrieved with a snare and not a recovery cone. The use of the recovery cone and the add'l force required to retrieve the filter are likely contributing factors to the limb detachment. Based on this info, the likely root cause for this event is user-related.